Event description:
Reporting status: malfunction. Reporting rationale: a loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that upon insertion of the stent delivery system into the hemostatic valve, the stent was observed to be loose on the balloon and the device was removed. No additional event or pt info is available.

Manufacturer narrative:
Results - a conclusive root cause could not be determined. Evaluation summary: qa analysis revealed that the catheter was returned with blood visible in the guide wire lumen and on the stent and balloon. There was dried contrast visible in the guide wire lumen. The stent was stationary on the balloon, put pushed distal 1 mm from the proximal marker band. There were crimp marks on the balloon where the stent had been between the markers. There was a bend in the middle of the struts and two struts were smashed. The stent was tugged on gently and it did not move. The balloon was tightly folded. There was no other damage noted to the catheter. The outer diameters of the stent were measured using a laser micrometer and met manufacturing criteria. No other damage was noted. Product performance engineering reviewed the incident info and analysis of the returned rx pixel stent delivery system (sds). Results from qa analysis of the returned rx pixel noted damage to the stent (a bend in the mid-section of the stent, with smashed struts). Additionally, although the stent was stationary on the balloon, the stent was located 1 mm distal from its original location, as the crimp marks were present on the balloon, between the balloon marker bands. The mechanical damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage such as seen on the returned rx pixel is most consistent with that of which occurs as a result of an interaction between the mounted stent the tip of the guiding catheter and/or rhv during retraction of the device. During the dimensional inspection, the crimped stent outer diameter was measured and found to be within specification. Additionally, an attempt was made to move the stent, however, it did not move. A definitive root cause cannot be determined. However, it was reported that when the device passed through the rhv, a displacement of the stent was observed. It has been seen in other procedures where the rhv may not have been fully open before inserting the device. Unfortunately, the accessories used during the procedure were not returned, therefore, a conclusive root cause could not be determined. It should be noted that the instructions for use (IFU) cautions to take special care not to handle or in any way disrupt the stent on the balloon. This is most important during stent system removal from packaging, placement over guide wire, and advancement through rotating hemostatic valve adapter and guiding catheter hub. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported for loose stents with this part number / lot number combination. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security when exposed to tortuosity.this MDR is considered closed by the product performance group.